Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI (magnetic resonance imaging) compatible device. Procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.